Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. However, the log file review confirmed the reported issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint #(B)(4). Email received on 20-mar-2023 from reporter with additional event information. The reporter stated that " in the event description it is mentioned ¿the surgeon believe bone quality may have allowed movement in the arrays.¿ I would like to clarify if there was any confirmed movement in the arrays. The arrays did not visibly move. The first registration indicated that the arrays ad moved 2mm. On the second registration the check point was verified ok. " depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: dr reported that during the distal resection the first resection pass cut was established, on the second pass the robot appeared to make adjustments for what would be a much deeper resection. The surgeon believe bone quality may have allowed movement in the arrays. They transitioned to manual instrumentation so there was no negative impact to the patient. When was the issue observed? During surgery. What step were they on when this issue occurred? Distal resection. Troubleshooting: none. If issue with cuts is reported, is robot mounted to the bed? Yes. Patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? No. Are patient treatments delayed or cancelled? No. Next day of surgery: (B)(6) 2023. All information has been disclosed. No further information was provided.